Event description:
It was reported that the customer received no delivery and then motor error alarms on the insulin pump during bolus delivery. The customer's blood glucose was 347 mg/dl and he treated with a bolus. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The customer stated, he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer stated the no delivery alarms had already been resolved. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.